Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump's display was came up pixelated. Customer's blood glucose level was 102 mg/dl. Troubleshooting was done for partial display. Customer noticed that the issue when she checked her blood glucose this morning. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segment due to cracked zebra connector noted. Insulin pump passed displacement test.